Manufacturer narrative:
B5 - describe event or problem: updated with additional information received.

Event description:
Reprise iii study. It was reported that arrhythmia and paravalvular regurgitation occurred. The subject was enrolled into the reprise iii in november 2019 and the index procedure was performed on the same day. The subject was on a prior regimen of aspirin at the time of index procedure. Prior to the index procedure, heparin or other anticoagulant was given and the subject received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. On the same day as index procedure, post transaortic valve replacement, electrocardiogram revealed atrial fibrillation with rapid ventricular response and left bundle branch block (lbbb). Of note, the subject developed new lbbb post balloon valvuloplasty. Heart rate was at 120 bpm. The event was treated medically with amiodarone. One (1) day post index procedure, the subject experienced 30 seconds of intermittent ventricular stand still (longest 7-8 seconds). The contributing factors were amidarone which was withheld and bisoprolol the dose was lowered. The subject was taken to the catheterization lab and a temporary pacing wire was inserted through the left fermoral vein. No further episodes were noted overnight. Two (2) days post index procedure, the subject was implanted with a single chambered permanent pacemaker. The underlying factor of lbbb with the ventricular standstill were the primary causes to recommend the subject to have a permanent pacemaker implanted. On the same day, the event was considered as resolved. Seven (7) days post index procedure, the subject was discharged on aspirin and clopidogrel. It was further reported that twenty nine (29) days post index procedure, during the protocol specified 30-day follow-up visit an echocardiogram revealed moderate aortic regurgitation. It was further reported that the regurgitation was paravalvular.

Event description:
Reprise iii study it was reported that arrhythmia and regurgitation occurred. The subject was enrolled into the reprise iii in (B)(6)2019 and the index procedure was performed on the same day. The subject was on a prior regimen of aspirin at the time of index procedure. Prior to the index procedure, heparin or other anticoagulant was given and the subject received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. On the same day as index procedure, post transaortic valve replacement, electrocardiogram revealed atrial fibrillation with rapid ventricular response and left bundle branch block (lbbb). Of note, the subject developed new lbbb post balloon valvuloplasty. Heart rate was at 120 bpm. The event was treated medically with amiodarone. One (1) day post index procedure, the subject experienced 30 seconds of intermittent ventricular stand still (longest 7-8 seconds). The contributing factors were amidarone which was withheld and bisoprolol the dose was lowered. The subject was taken to the catheterization lab and a temporary pacing wire was inserted through the left fermoral vein. No further episodes were noted overnight. Two (2) days post index procedure, the subject was implanted with a single chambered permanent pacemaker. The underlying factor of lbbb with the ventricular standstill were the primary causes to recommend the subject to have a permanent pacemaker implanted. On the same day, the event was considered as resolved. Seven (7) days post index procedure, the subject was discharged on aspirin and clopidogrel. It was further reported that twenty nine (29) days post index procedure, during the protocol specified 30-day follow-up visit an echocardiogram revealed moderate aortic regurgitation.

Manufacturer narrative:
B5 - describe event or problem: updated with additional information received. B6 - relevant test / laboratory data: updated with additional information received. H6 - device codes: updated based on additional information received.

Event description:
(B)(6) study. It was reported that arrhythmia occurred. The subject was enrolled into the reprise iii in (B)(6) 2019 and the index procedure was performed on the same day. The subject was on a prior regimen of aspirin at the time of index procedure. Prior to the index procedure, heparin or other anticoagulant was given and the subject received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. On the same day as index procedure, post transaortic valve replacement, electrocardiogram revealed atrial fibrillation with rapid ventricular response and left bundle branch block (lbbb). Of note, the subject developed new lbbb post balloon valvuloplasty. Heart rate was at 120 bpm. The event was treated medically with amiodarone. One (1) day post index procedure, the subject experienced 30 seconds of intermittent ventricular stand still (longest 7-8 seconds). The contributing factors were amiodarone which was withheld and bisoprolol the dose was lowered. The subject was taken to the catheterization lab and a temporary pacing wire was inserted through the left femoral vein. -no further episodes were noted overnight. Two (2) days post index procedure, the subject was implanted with a single chambered permanent pacemaker. The underlying factor of lbbb with the ventricular standstill were the primary causes to recommend the subject to have a permanent pacemaker implanted. On the same day, the event was considered as resolved. Seven (7) days post index procedure, the subject was discharged on aspirin and clopidogrel.